Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge following patients orthopedic surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge following patient's orthopedic surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.